Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high impedance measurements and damaged. During the procedure, the set screw of the pacemaker header was too loose and could not be connected with the replacement rv lead. Both rv lead and pacemaker were explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.